Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on august 24, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on october 03, 2022.